Manufacturer narrative:
A sample device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed. A sample device was returned and is currently under investigation.

Event description:
A report was received alleging that during removal of the device from use, the cannula broke off the administration set and remained inside the patient's skin. Patient went to the hospital where two x-rays were performed and it was confirmed that the cannula was no longer inside the patient. No adverse effects to patient were reported.